Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 18-may-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle safety lock did not engage after the needle was detached, causing a dirty needle stick injury to occur when recapped. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle stick incident. After the needle was detached, the lock did not engage and it caused a needle stick incident though the hcp heard a clicking sound of a lock. When received, the needle tip could not be checked since the outer cap was in recapped. Later, when the cap was removed, the needle tip was not locked... 1) any serious injury reported to hcp? If yes, any medication treatment provided to hcp? No. 2) what is the current status of hcp post needle stick injury event? Under observation."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle safety lock did not engage after the needle was detached, causing a dirty needle stick injury to occur when recapped. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle stick incident. After the needle was detached, the lock did not engage and it caused a needle stick incident though the hcp heard a clicking sound of a lock. When received, the needle tip could not be checked since the outer cap was in recapped. Later, when the cap was removed, the needle tip was not locked... 1) any serious injury reported to hcp? If yes, any medication treatment provided to hcp? No 2) what is the current status of hcp post needle stick injury event? Under observation"